Event description:
The manufacturer received information alleging that the device does not power on. The device was not in pt use.

Manufacturer narrative:
The ventilator was evaluated and the customer¿s complaint was confirmed. The device¿s power supply was replaced to address the issue.